Event description:
It was reported that en edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 9 years due to aortic stenosis. The received operative report indicates, " this is a (B)(6) gentleman who has long-standing history of permanent atrial fibrillation as well as mitral regurgitation and had a previous aortic valve replacement. He now returns with symptomatic aortic stenosis and atrial fibrillation as well as mitral regurgitation" patient underwent redo aortic valve replacement, mitral valve repair, complete maze procedure, and ligation of the left atrial appendage - patient was transferred to the ICU in guarded but stable condition.

Manufacturer narrative:
Evaluation: method = x-ray. Device evaluation: as received, most of the valve tissue was cut off. Pieces of tissue returned along with the valve were most likely sections of the leaflets. Not able to properly evaluate the valve due to the condition received. However, calcification was detected in the tissue, as indicated in the x-ray. Presence of host tissue was also noticed onto the tissue. Host tissue overgrowth seems moderate at stent inflow and minimal to moderate at stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As device evaluation could not be appropriately performed due to the received condition, the most likely cause of the reported stenosis seems to be calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The investigation reveals no manufacturing quality deficiency during the manufacture of this device. It is likely that patient condition, age and comorbidities may have contributed to this event.